Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-399a, mmt-332a, mmt-1884. Troubleshooting was performed, and the customer has tried all the remedies, but the issue was not resolved. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08750 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on 4/21/2025 there were fourteen (14) no delivery (insulin flow blocked) alarms, listed below: 4/21/2025 00:21:07 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1microbolus delivery. 4/21/2025 00:36:03 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1microbolus delivery. 4/21/2025 03:01:09 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1microbolus delivery. 4/21/2025 03:22:17 alarmalertnotification (40) faultnumber = no delivery (7) during a tubingfill delivery. 4/21/2025 03:23:10 alarmalertnotification (40) faultnumber = no delivery (7) during a tubingfill delivery. 4/21/2025 03:51:05 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1microbolus delivery. 4/21/2025 06:17:32 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 4/21/2025 06:18:18 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 4/21/2025 08:16:09 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1microbolus delivery. 4/21/2025 09:47:08 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 4/21/2025 09:47:46 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 4/21/2025 09:48:08 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 4/21/2025 09:49:02 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 4/21/2025 09:49:23 alarmalertnotification (40) faultnumber = no delivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Insulin flow blocked alarm complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.